Manufacturer narrative:
(B)(4). Pump passed the displacement test. Pump received with cracked battery tube threads, cracked case battery tube and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked behind the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.